Event description:
It was reported that there was no audible beep on the solar 8000i pt monitor during initial boot up testing. The cause was determined to be a failure of the main circuit board. The event was noticed immediately and an alternate solar monitor was used. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.